Event description:
During treatment of a ruptured 9mm basilar apex aneurysm, the orbit galaxy tight distal loop complex fill coil 7 x 15 was prepped and delivered as per the IFU, but while trying to detach the coil with the trufill dcs syringe ii (B)(4), the coil would not detach. The pressure was returned to position #2 and then took the pressure all the way to "red position", however the coil still did not detach, even with the pressure past the "red zone" and trying to manipulate the microcatheter and hypo-tube, the coil still would not detach. This was repeated two more times without success. The device was removed without incident. Then, another 7x15 coil was placed/detached it without incident, along with six more coils using the same syringe and microcatheter without issues. The patient did very well with the procedure, and suffered no ill effects from undetached coil. A (lav) luer activating valve was not utilized with the galaxy coil. Prior to the difficulty to detach, the syringe was not taking past the green zone, position #3 or the red zone (alternate detachment zone). A dedicated saline source was utilized to fill the syringe, and no damages were noticed on any section of the syringe, coil system hub, or lav. No leaks were noticed on any of the connections (syringe, coil system hub, or lav). After the event, no other damages were noticed on the device (coil -unraveled, stretched, kink, bend, fracture, etc or delivery system/introducer unraveled, stretched, fracture, etc) or lav, and the coil remained attached to the delivery system. The lav is not going to be return for analysis. Prior to placing this coil, a 45 degree prowler lpes microcatheter was placed in the aneurysm, and a 9x30 galaxy frame was placed and detached without any issues.

Manufacturer narrative:
The product was returned for analysis, but the evaluation and testing has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
After successfully placing and detaching a 9x30 galaxy frame coil, the 7x15 galaxy fill coil could not be detached despite pressuring to the red zone and beyond multiple times. Therefore, the coil had to be removed; it was removed from the patient without incident. Another 7x15 coil was placed and detached followed by placement of six more coils using the same syringe and 45 degree prowler lpes microcatheter without incident. The patient did very well with the procedure, and suffered no ill effects from undetached coil. The target site was a ruptured 9mm basilar apex aneurysm. A (lav) luer activating valve was not utilized with the galaxy coil. Prior to the difficulty to detach, the syringe was not taking past the green zone, position #3 or the red zone (alternate detachment zone). A dedicated saline source was utilized to fill the syringe, and no damages were noticed on any section of the syringe, coil system hub, or lav. No leaks were noticed on any of the connections (syringe, coil system hub, or lav). After the initial attempt to detach the first 7x15 coil, the pressure was returned to the #2 position and then pressurized all the way to "red position." The coil still did not detach. The pressure was then taken passed "red" and tried to manipulate the micro catheter and hypo-tube. The coil still would not detach. This was repeated two more times without success. After the event, no other damages were noticed on the device (coil -unraveled, stretched, kink, bend, fracture, etc or delivery system/introducer unraveled, stretched, fracture, etc) or lav, and the coil remained attached to the delivery system. The lav is not going to be return for analysis. A non-sterile orbit galaxy tight distal loop complex fill coil 7 x 15 was received coiled inside of a plastic bag. Hypotube was inspected and kinks were noted on it. Introducer was received partially zipped without damage. The support coil, gripper and the embolic coil were received outside of the introducer. The support coil and coil were found without damage. The gripper was found damage. The gripper and embolic coil were inspected under microscope; the gripper shows marks apparently caused by an unknown tool and residues of fluid. No damages were noted on the embolic coil. Using a lab sample syringe (B)(4), an attempt was made to purge the orbit galaxy by pressurizing to the blue zone; however, it was not purged. After that the pressure gauge was increased to the green zone and the coil was not detached. The pressure was increased to the alternative red zone and the device could not be purged or detached. The device was cut on the proximal end of the support coil; after that the device could be purged. An x-ray was done and it shows a blockage of the support coil. The purge hole exhibited evidence of being blocked by a material mainly composed of carbon, oxygen and iodine. The support coil exhibited evidence of being internally blocked by a material mainly composed of carbon, oxygen, iron and iodine. It is possible that some of the elements found (iodine) could have come from contrast media. Internal damage of the gripper could not be completely ruled out since it is not possible to cross-sectioning the gripper to analyze its internal surface without damaging it. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure of the coil to detach was confirmed with functional analysis of the returned device. With functional analysis, the cause appears to be due to residues of dry fluid found in the device as well as possibly damage found on the gripper. The cause and timing of these findings as related to the procedural use and root cause could not be determined. However, as additional investigation the orbit galaxy manufacturing process was reviewed and there were not tools, equipment or product handling that could cause the damages found on the gripper. Additionally there is nothing in the manufacturing process that would cause the blockage of the purge hole with the identified material. With review of the reported information, the analysis of the returned device, and device history records review there are no identified contributing manufacturing related issues. Inspections are in place as per to prevents this kind of failures leaving from the facility. Via the risk management process an investigation has been opened to further investigate and address complaints of detachment difficulties associated with the orbit galaxy. Action was opened to address galaxy failure to detach complaints.